Event description:
It was reported that balloon rupture occurred. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, on the second inflation at 13 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.